Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving a "check sensor" message while wearing the adc freestyle libre sensor. On (B)(6) 2019 the customer experienced unspecified symptoms of hyperglycemia and was able to self-treat with lantus insulin (dose unknown) and novalog insulin (dose unknown). The customer then had contact with a hcp at a medical clinic and was treated additionally with insulin (type/dose unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced unspecified symptoms of hyperglycemia and was able to self-treat with lantus insulin (dose unknown) and novalog insulin (dose unknown). The customer then had contact with a hcp at a medical clinic and was treated additionally with insulin (type/dose unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.